Manufacturer narrative:
The elab tested the components & they both functioned as designed & within specs.

Event description:
The service report shows that the device failed the leak test during an incoming eval of the device. The customer support engineer inspected teh device and reapplied silicone to the seat valve assembly. The unit passed extending testing. This report is not an admission by co that the is device caused or contributed to the event alleged in this report.